Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders were not crossing over to the system, required the customer to use override to dispense medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the new orders were not crossing over to pyxis. A technical support specialist (tss) remotely accessed the station and confirmed via med tracing that admit discharge transfer (adt) messages were current and successfully crossing to es. Server review showed a recent carefusion coordination engine (cce) reboot. The tss coordinated with the customer, supervisors to review reported issues of new orders not crossing over, gathered sample patient and order details, and verified that the affected orders were not present in the database. The customer was advised to follow up with their pharmacy information system (pis) team. Later, tss follow up the customer confirmed that orders were crossing successfully. The technical support specialist investigated the device.